Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: the implant could not be detached from the implant holder. 10 minutes surgical delay and no patient impact were reported. The surgeon had to maintain the implant with his hand to detach and remove the implant holder to complete the surgery. The implant (product code 891.301s/ lot unknown) was therefore implanted. Problem to explant the implant: the implant doesn¿t détach from the implant holder instrument. Was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences? No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinica study? Unknown. Ip-00633723. Device property of - none. Device in possession of - none. This complaint involves two (2) devices. This report is for one (1) holding+distraction instr f/ecd. This report is 2 of 2 for (B)(4).